Event description:
Description of event according to complainant: with both sheaths, the patient lost a combined 1.5 liters of blood. Both sheaths were closed and opened in the appropriate fashion. Patient was required to have additional units of blood given, exact amount is unknown. Patient was not required to have a blood transfusion. Patient outcome: the patient was required to have additional units of blood given but an exact amount is unknown. The patient experienced a loss of 1.5 liters of blood due to this occurrence.

Manufacturer narrative:
(B)(4). Second sheath is addressed in (B)(4), manufacturer report number: 3002808486-2015-00046. Investigation is still in progress.